Event description:
During a laparoscopic appendectomy, the device did not fire. The jaws were opened and the cartridge fell out of the device and separated into several pieces. The procedure was completed with another product. There was no adverse consequence to the pt.